Event description:
It was reported that blood splatter occurred during collection, the leakage came from between the tip and the tubing with a bd vacutainer® push button blood collection set. This occurred during use. The following information was provided by the initial reporter, translated from french to english: a blood spatter occurred when the sample was taken between the adapter and the tip at the tubing the leakage problem comes from the adapter needle ,the blood flows into the holder, it is from the grey rubber protection of the adapter and not from the connection of the tubing.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splatter occurred during collection, the leakage came from between the tip and the tubing with a bd vacutainer® push button blood collection set. This occurred during use. The following information was provided by the initial reporter, translated from (B)(6) to english: a blood spatter occurred when the sample was taken between the adapter and the tip at the tubing. The leakage problem comes from the adapter needle ,the blood flows into the holder, it is from the grey rubber protection of the adapter and not from the connection of the tubing.